Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had pulled back and the lead coil was over sensing atrial signals. This caused pacing inhibition for more than two seconds. Also, the left ventricular (lv) lead was turned off as phrenic nerve stimulation was present on every vector. There was an alert for lv automatic threshold test not being able to be completed. No additional adverse patient effects were reported.